Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. During the procedure it was noted that the valve could not be partially nor fully re-sheathed into the delivery system. The valve and delivery system were removed from the patient and replaced with a new 29mm navitor vision valve and large flexnav delivery system. All steps were performed per IFU. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
The device was not returned for analysis. An event of retraction problem and device difficult to setup or prepare was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The investigation was unable to determined the cause for the reported difficult to setup and retraction problem. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. During the procedure it was noted that the valve could not be partially nor fully re-sheathed into the delivery system. The valve and delivery system were removed from the patient and replaced with a new 29mm navitor vision valve and large flexnav delivery system. There were no adverse effects to the patient. The patient status was stable.